Event description:
The customer reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump; the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue recurs, which the customer acknowledged and understood.